Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no manufacture record evaluation (mre) review could be performed. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered coronary artery stenosis requiring surgical intervention. During the ablation phase in the right ventricle outflow tract (rvot), the st signal became elevated. An angiogram was performed by the catheter team, and the left anterior descending artery (lad) was found occluded. Stent placement was required to expand the inside of the lad. The patient was reported to be in stable condition. There¿s no indication that extended hospitalization was required and the physician¿s causality opinion is unknown. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.